Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s reported problem was confirmed. However, a pink-colored image with disturbances was found instead of the a green-colored image initially reported. The colored image defect was isolated to be due to both a defective video cable and charged coupled device (ccd) unit. The inspection also noted moisture ingress was found inside the whole device causing irreversible damage to the ccd sensor. The cause of the moisture inside the device is unknown. The device was last service via repair on march 18th 2022. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported to olympus the endoeye high-definition ii, autoclavable video telescope has a ¿green image and flashes of light¿. The reported problem was found during a general procedure. There was no delay, and the procedure was completed with a different device. No death or injury and no impact to patient or other has been reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the green image occurred due to a faulty charged coupled device (ccd) unit and a faulty cable unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.